Event description:
It was reported that the patient returned for a cta and it was determined that the endoleak was a type ii. The type ii endoleak had resolved.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (endoleak). (Unknown cause of endoleak).

Event description:
A valiant stent graft was implanted for the endovascular treatment of an unknown size thoracic aortic dissection. The proximal neck diameter was 19x24. The distal neck measured 25x27 in diameter. It was reported that the post-op cta on showed an endoleak. The physician coiled the left subclavian the following day and the physician is unsure where the leak originated. The patient will have a follow up CT in to see if the endoleak has resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: patient¿s condition affected effectiveness of device (type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).